Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned 1x puendo7 lot 0000134006 in an autoclave bag. Using microscope visually checked tip. Instrument was broken as indicated in complaint approximately 5mm from the tip. No manufacturing defects or markings were noted on instrument. Complaint does not indicate what power setting was being used at time of breakage. No unopened product was returned for additional testing. Root cause of breakage cannot be determined. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a pro ultra endo tips tit.ems 7 broke outside the patient's mouth and no injury resulted.